Manufacturer narrative:
The device was returned for evaluation. Reliability engineering evaluated the device and observed that the device seized, would not run and the coupling levers were jammed. It was further noted that the electronic unit and electronic motor were not functional and the coupling components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn mechanical and electronic components from repeated use and sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device was broken. During in-house engineering evaluation, it was observed that the device seized, would not run and the coupling levers were jammed. It was further noted that the electronic unit and electronic motor were not functional and the coupling components were worn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.